Event description:
It was reported to boston scientific corporation in 2006, that an rx dilatation balloon was used during an ercp and dilatation of pancreatic duct on the same day. (Patient gender, age and weight unknown) according to the complaint, during the procedure when the dilatation balloon was in place, the assistant started to fill the balloon with a syringe and a pressure monitor and the balloon burst. The case was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine"

Manufacturer narrative:
The balloon was inflated under water using 118psi of air. Bubbles were seen emanating from the balloon. The proximal and distal bonds were examined and found to be continuous, intact and within specification for bond width, 1mm. The shaft was checked for kinks and dents and none were found. Further examination of the balloon showed that it had ruptured. The cause of the reported malfunction is unknown. A DHR review was carried out and no anomalies were found. The device history record review confirms that the device met all material, assembly and performance specifications.